Manufacturer narrative:
(B)(4). Upon further investigation, it has been determined that the baxter initial aware and alert date should have been reported as (B)(6) 2011.

Manufacturer narrative:
(B)(4). The device was received at the tampa bay facility operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The device was evaluated. No leaks were detected; all pressures were correct and stable. There were no problems found during an internal inspection. A review of the device logs revealed no anomalies and no drain or ultra-filtration (uf) volumes that meet the iipv (increased intra-peritoneal volume) criteria. The pal did not confirm any device failure or malfunction that could have caused or contributed to the home patient passing away. The device history record was reviewed and no issues were identified that may have contributed to the patient's death. The root cause is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been requested to be returned to the baxter product analysis lab (pal) for evaluation. Should an evaluation be performed or additional information received a follow-up report will be submitted.

Event description:
Initially, the facility nurse called the baxter technical service representative for assistance with the cassette. During a follow up call the nurse indicated that the patient had expired. Additional information was received from global pharmacovigilance (gpv) on (B)(6) 2011 which indicates: the facility nurse indicated the patient started peritoneal dialysis (B)(6) 2011 with dianeal ambuflex solution intraperitoneal for end stage renal disease (esrd). In (B)(6) 2011 the patient was hospitalized for a left toe amputation. While hospitalized, the patient fell and broke his right hip. Right hip replacement surgery was performed. On (B)(6) 2011, the patient left the hospital against medical advice. On (B)(6) 2011, the patient expired. The cause of death was cardiac arrest. A second follow up call was made to the facility nurse on (B)(6) 2011 for additional information related to the patient death. The nurse indicated the patient had expired at home on an unknown date due to an unknown cause. The nurse indicated she has no further information related to this event.